Event description:
Customer reported that he received a no delivery alarm. Blood glucose value is unknown. Customer stated the alarm was resolved by changing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.